Event description:
It was reported that information was received from a patient regarding an external device. The reason for call was that the controller was telling them that it couldn't provide stimulation. Patient stated that for the last two days the implanted neurostimulator (ins) had been giving them jolts of electricity under just one of the four settings, however now the ins battery was dead so the controller wouldn't allow them to do anything other than turn the device off. Pt said that they needed to have the controller replaced as the controller would not allow them to do anything. Pt said that this would be probably about the eighth time that the controller was replaced. Patient services (pss) asked the pt to remove the battery pack from the controller and connect the controller to the ac power supply, however pt said that they only had the controller present and no other equipment. Pt will call pss back once they have all equipment present for troubleshooting. Pt mentioned seeing settings not available and system problem rm 04 and also software problem. Pss advised to reset equipment and after reset confirmed blinking green light showing controller full and ins is in the red. Pss reviewed ins battery is low. Patient states doesn't seem to want to charge. Pt reports no falls/trauma. Pt was also redirected to follow up with their health care provider. A replacement recharger (rtm) was sent to the patient.

Manufacturer narrative:
Continuation of d10: product ID: 97755, serial# (B)(6), product type: recharger. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.